Event description:
We were informed that this lead was dislodged. "The lead was originally placed through the cephalic vein and the proximal suture for the hemostatic control of the prior cut-down site was tightly wound around the lead in a very proximal location, precluding movement of the lead. The suture was cut and the lead was removed."